Event description:
The customer reported that while in patient use the ventilator gave a transducer fault with alarms. The patient was removed from the ventilator and placed on another ventilator, no patient harm.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer on the return goods authorization.

Manufacturer narrative:
The carefusion failure analysis engineer examined the main pcba coldfire and found that the zero "0" calibration of the exhalation pressure transducer pt801 failed to calibrate. This calibration failure caused the turbine to make a shuttering sound for a second and then stop operating, which in turn caused the vent to not operate. The events log contains many xdcr faults. Performed circ press test under svt mode, extended functions, transducer test, and found that the unit failed he test duplicated, circ press: (B)(4) fail, complaint allegation. This issue is being address in an internal corrective action.